Event description:
Pegasus brand of graft used on pt causing aseptic inflammation causing a 15 cm area of achilles tendon to dissolve. Dates of use: single use graft. Diagnosis or reason for use: rupture achilles tendon.